Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shorted shocking lead condition. After the device replacement procedure, the first induction with the new device and chronic defibrillation lead displayed the shorted shocking lead message. Two shocks were delivered with an impedance measurement of less than 20 ohms. A third shock converted the patient and resulted in an impedance of 43 ohms. A guidant technical services consultant discussed that the shorted lead was likely due to shocking coils in contact with one another, and recommended replacing the lead and the device. The lead was surgically abandoned and the device was replaced.